Manufacturer narrative:
This report is submitted on july 20, 2023.

Manufacturer narrative:
This report is submitted on june 16, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (non-device related).